Event description:
It was reported to boston scientific corp that a wallstent rx biliary endoprosthesis was used during a biliary stenting procedure. According to the complainant, due to extremely tortuous anatomy, the physician was unable to place the stent in the target location. The device was removed and the procedure was not completed because of the tortuous anatomy. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (difficulty crossing lesion). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).